Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced persistant dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2015. Patient had an esophagogastroduodenoscopy (egd) with dilation on (B)(6) 2016. Device explant due to dysphagia occurred without issue on (B)(6) 2016; a toupet fundoplication was performed immediately after explant.